Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. An impella cp was inserted in a routine manner across the aortic valve, and device flows were initiated appropriately. Initial device flow was approximately 3.9 l/min in auto mode at p-9. During sheath exchange, the impella cp was noted to have been pulled back slightly, resulting in a decrease in flow. Attempts were made to reposition the device; however, the pigtail appeared to be caught in the papillary muscle. The impella was withdrawn across the aortic valve to free the pigtail and then reinserted. Despite these efforts, the pigtail continued to appear restricted and did not advance to the left ventricular apex. The physician torqued the pump multiple times in an attempt to free the device. During these maneuvers, the left ventricular placement signal suddenly disappeared, and device flow decreased from approximately 3.1 l/min to 1.8 l/min. The device was manually adjusted by the catheterization laboratory team to p-9; however, flow remained at approximately 1.8 l/min with no left ventricular signal. Multiple attempts were made to reposition the device and adjust settings, but the left ventricular signal did not return and flows did not exceed 2.0 l/min. A decision was made to replace the impella cp. A new device was subsequently inserted and was reported to be functioning appropriately with adequate flow. The patient survived the procedure.